Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system was calibrated and brought within tolerance. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the system 9800 was outputting greater than five percent more radiation than expected. This according to a physicist's measurement. There was no adverse patient involvement reported. There was no patient information reported.